Event description:
The zeiss lumira 700 surgical microscope was in use for an ophthalmic surgery, when the resigth engagement was disconnected and fell off. The resigth has been reported multiple times to zeiss and the response was always that it is with in the acceptable manufacturer range. Biomed was able to get to the or and help re-engage the module and allow the surgeon to complete his procedure successfully.